Event description:
It was reported that during a gastrectomy procedure, error noises. No error code on display. Took new instrument to complete the case. No further information is available. No patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation test concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.